Manufacturer narrative:
Final device analysis of the implantable neurostimulator (ins) revealed no anomalies. There was good stable output on all electrode pairs. Normal impedances were observed. Final device analysis of the extension revealed no significant anomalies. The body insulation was cut through and the extension was segmented. The distal end was not returned. Continuity was acceptable. There were no shorts between circuits.

Event description:
It was reported that the pt experienced a "painful tingling" around the implantable neurostimulator location. The possible presence of an allergic reaction was suggested, and had not been ruled out as of the date of this report. The pt's device and extension were subsequently explanted. There was no injury to the pt. There appeared to be a discrepancy related to the neurostimulator implant date, as it was noted to have occurred prior to the device's MFR date. Add'l info was requested but not available as of the date of this report. A follow-up report will be filed if add'l info becomes available.

Manufacturer narrative:
(B)(4): analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.